Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: pump booted to the verify screen with dim pink contrast. The pump cover was removed and the oled screen was removed and replaced with a new test screen. The contrast returned to normal with the test screen. Unrelated to this complaint, there was a crack discovered along the battery compartment extending from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was red and dim since 3 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.